Manufacturer narrative:
(B)(6). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the cart was not reading fluid levels correctly. The event timing is unknown. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The investigation is not complete at this time. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the cart was not reading fluid levels correctly during the procedure. No adverse events were reported as a result of this malfunction.